Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 46mm diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the physician decided to advance the stent graft delivery system despite a risk in advancing seen from pre-operative sizing, and vascular conditions accompanied with calcification in the patient. The procedure was initially performed, as planned, using the right access; however, resistance was encountered due calcification and the physician changed to left access. The insertion of the device was again attempted but failed. It was reported that a dissection occurred on the left blood vessel while the stent graft delivery system and a 12fr non-MDR introducer sheath were in the vessel. It was decided that the treatment for abdominal aortic aneurysm was discontinued. A non-medtronic device was implanted to treat the dissection and the procedure was completed. Per the physician, the cause of the event was due to patient vessel morphology with vessel dissection due to insertion and extraction of the device. It was reported that, although it is unknown which device (the stent graft delivery system or non-mdt introducer sheath) had led or contributed to the event, the endurant ii stent graft delivery system was the thicker, so it is thought there's a high possibility that it contributed to the event. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.